Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing, the device could not apply firmly the staple line or couldn't apply the staples on the cystic duct tissue at all. Some of the staples were not firmly attached on the tissue and some others had shape (abnormal shape). The firing button was not blocked. Other manufacturer's device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: was the clip applied to the cystic tissue and then fell off of the tissue due to the clip not forming correctly? Yes. If the clip fell into the patient, how was the clip retrieved? With a grasper forceps. Which firing of the device did this event occur on? 2nd-3rd. What vessel or structure was the device fired on at the time of the event? On the cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, out of the patient. The formation of the clip was abnormal.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned. Additional information: was the clip applied to the cystic tissue and then fell off of the tissue due to the clip not forming correctly? Yes. If the clip fell into the patient, how was the clip retrieved? With a grasper forcep. Which firing of the device did this event occur on? 2nd-3rd. What vessel or structure was the device fired on at the time of the event? On the cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, out of the patient. The formation of the clip was abnormal.